Event description:
It was reported that the patient had an explant of a 21.0 diopter in his right optic which was replaced by a 23.0 diopter. There was no incision enlargement nor any complications during the procedure.

Manufacturer narrative:
Visual inspection showed a lens where the optic was cut in several pieces, and no optical deviations on the optic parts could be found. In addition the zmb00 with serial number (B)(4) passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. In addition the manufacturing record review indicated the lens was manufactured in compliance with the labeled dioptric power of 21.0 and passed all acceptance criteria for all tests performed during the manufacturing process. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.